Event description:
It was reported that the patient presented for a routine generator exchange. It was noted that the right atrial lead exhibited noise that was reproducible with pocket manipulation. No intervention was performed. The patient was stable.